Event description:
It was reported that the patient underwent leg surgery in the morning and was exposed to electrocautery. Upon interrogation later, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was in stable condition.